Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test because strips had expired.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 544 mg/dl, 290 mg/dl, and 233 mg/dl. No adverse event reported. Return of the suspect device was requested for evaluation.